Event description:
It was reported that the device was found with a high voltage output circuit alert message. During ICD evaluation an arc mark was identified. Sem analysis indicated lead material on arc mark. Lead damage was suspected due to lead arcing to ICD can. No further information available.

Manufacturer narrative:
Analysis found that one of the rv cables was fractured and both the outer insulation and the ptfe-coating around the cable were abraded in the same area. The abrasion was consistent with friction with the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.